Event description:
It was reported that the patient experienced inappropriate shock in response to supraventricular tachycardia (svt) being diagnosed as ventricular tachycardia (vt). Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.